Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. The suspect lead was replaced due to lead discontinuity and the generator replaced due to end of service. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits. The explanted devices were returned to the manufacturer. Analysis is underway but it has not been completed to date.

Event description:
An analysis was performed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The battery, 3.094 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 21.199% of the battery had been consumed. A battery life calculation resulted in 4.5 (minimum 3.9) years remaining before the near-end-of-service (neos) flag would be set. An incomplete programming/diagnostic history (1.5 year gap) indicates the estimation does not use all the data required to make an accurate estimation. In addition, the "as received" parameters show the output current had decreased to 1.00ma (blc shows 1.75ma). Other than the noted event (pulse disabled), there were no performance or any other type of adverse condition found with the pulse generator. An analysis was performed on the returned lead portions and the reported allegations fracture of lead were not confirmed. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
Date received by manufacturer: the previously submitted type of report follow-up # 01 inadvertently provided the wrong aware date for the supplemental information for the event.

Event description:
It was reported that high lead impedance result was found on system diagnostic test on the vns device during follow up visit. The lead impedance value was => 10000ohms. It was reported that patient's seizures seem worse, however the pre-vns baseline is unknown. No patient trauma is known. It was reported that xrays were taken but are available to be sent to the manufacturer for review. The outcomes of the xrays were not communicated to the manufacturer. No known surgical interventions have occurred to date.